Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit, examined the diagnostic fault logs and did not observe any critical faults related to battery charging circuit. The fse tested the iabp unit and observed that battery #2 had depleted and was not charging correctly. During the charge sequence on battery #2, the battery would cause the unit to stop charging. The fse determined that battery #2 was not recoverable and needed replacement. The fse also observed that during charging sequence with a good battery, the iabp unit would stop and start charging sequence on battery #1 and not top charge the battery. The fse isolated the failure to the power management board and replaced the board to fix the problem. The charging sequence top charged battery #1 to specifications. The battery led displayed correctly and was fully illuminated. The iabp unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
It was reported that battery #2 of the cardiosave intra-aortic balloon pump (iabp) was not charging. This event occurred during a service/test performed by the customer. There was no patient involvement, thus no adverse event was reported.